Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed an infection. The ipp was explanted and replaced with a malleable penile prosthesis. There were no additional patient complications reported.